Event description:
I used poligrip from (B)(6)1969 to present date and continued to use it. My test shows zinc in my blood at 109 mg/dl and copper in my blood at 113 mg/dl. I have been experiencing numbness and tingling in my extremities. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B)(6)1969 - present date. Diagnosis or reason for use: denture adhesive cream, event abated after use: no.